Event description:
It was reported that the lead integrity alert tripped due to oversensing. It was also reported that the lead impedance appears to be climbing. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.